Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back stating the ins shut off by itself. The patient said they noticed the therapy wasn't working and when they checked the ins, therapy was off. The patient said the ins never depleted. The patient stated the ins had shut off 3 times since they had been awake today. The patient said a manufacturer representative (rep) was at their appointment 3 weeks ago and the rep thought the implant was moving around. The patient was supposed to have the implant replaced today with a non-rechargeable device but they were rescheduling. The patient asked if replacing the device would fix the problems, they were having with the device shutting off. The patient was redirected to their healthcare provider (hcp) to address those concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back for assistance with navigating their handset. The patient confirmed therapy was on. The patient stated most of the time therapy was off, which was previously reported. The patient stated they were scheduled to receive a replacement system, potentially a recharge-free system, around (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was getting a system error message with code 0x4f9af36f when attempting to connect to the ins with the patient therapy application. Before the manufacturing representative (rep) started working with the patient, the nurse interrogated the ins and the application displayed a por message. During the call the caller pressed the restart button on the system error message. The caller then attempted to reconnect to the ins using the patient therapy application and the same message was displayed. The patient stated that they were not having problems recharging, but did report that there was an instance in which the recharging session lost connection and then they h ad to restart the charging session. The patient claimed that they had charged the ins daily and they charged the ins this morning. The caller power cycled the handset and then a message was displayed that said, "android system storage running out, some system functions may not work." The caller tried to connect to the ins with the patient application and got the same 0x error code. The caller attempted to connect to the ins with the clinician application and they were able to connect to the ins and then it displayed the message "system error 0xafa340e." The caller indicated that the ins may be tilted in the pocket and it seemed to be moving around in the pocket. The android system memory usage indicated that the system had 16gb of storage used and 39.5mb free. The issue was not resolved through troubleshooting. Technical services specialist (tss) transferred the caller to healthcare it (hcit) to work with the caller to reduce the amount of memory used by the system. Hcit noted that the apps were out of date and causing issues. A new handset was requested. On (B)(6) 2024 a call was received from the patient in regards to receiving the new equipment. The caller was needing assistance setting up the devices. Patient services (pss) worked with the caller on synchronizing the ins to the handset. The pat ient stated that they received a por message while trying to connect but was able to access the app. The caller confirmed the ins was at 100% and they were able to toggle the therapy on and adjust to a comfortable level. The caller mentioned that the hcp was thinking about replacing the ins. The caller stated that the ins started turning off by itself. Pss reviewed to keep the ins charged to avoid loosing stim and redirected them to their healthcare provider (hcp) to further assist. On (B)(6) 2024 the patient called back and stated they were having difficulty getting the handset to come on. The patient stated they thought they charged their ins yesterday ((B)(6) 2024) however they weren't sure they did it right because the therapy wasn't helping their symptoms. Patient services walked the patient through unlocking their handset (it had been coming on and then going dark again because the patient hadn't been swiping up to unlock) and the patient was in the recharger application and it showed the recharger was on the dock. Patient services had the patient hit the home navigation key but the patient said nothing happened. Patient services had the patient try the back arrow but the patient said nothing happened. Patient services had the patient hit the three little lines on the bottom left of the handset and the patient was able to "close all" and enter into the micro-mytherapy application. The patient was able to connect to see the ir settings. The therapy was on. They checked the ins battery level and it was showing they were charged up to 90% for the ins. The patient asked "well why isn't it working?" Patient services redirected the patient to follow up with their health care provider (hcp) about their symptom concerns. The patient stated they thought the hcp wanted to do the surgery to replace things. They attempted to increase their stimulation up but it was too strong at a higher level so they decreased it back down. They were on program 6 and asked if they could go back to program 1 to see if that could help their symptoms this time. Patient services redirected the patient to follow up with their hcp. The patient stated they would reach out to their hcp but noted they would switch back to program 1 in the meantime, increase the stimulation to where it was comfortable, and monitor their symptoms.